Event description:
It was reported that during a post stent dilation procedure, the physician experienced removal difficulties of the wire. While attempting to remove the wire a dissection was caused by another MFR's guide catheter. The pt was sent to surgery for repair of the dissection and removal of the wire. The pt suffered a post operative right atrium infarct and subsequently expired on 12/9/99.